Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units to resume delivery. There were only 50 units in the cartridge at the time, so the customer used an off-label syringe to add more insulin. After successfully, filling the tubing, customer returned to the load screen, however, they were only given cartridge, added more insulin, and was able to complete the process and resume insulin delivery. The customer's blood glucose level was impacted.

Manufacturer narrative:
The t:slim pump user guide instructs the user to only use the syringe and needle provided by tandem to fill the cartridge; customer uses. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.